Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that during a procedure to treat a highly calcified right coronary artery (rca) lesion, the promus stent delivery system (sds) could not cross the lesion. When the physician pulled the stent back through the guiding catheter, the stent dislodged from the balloon. The entire sds was removed and the stent was able to be retrieved. No additional event or pt info is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4).